Manufacturer narrative:
Revision surgery is under consideration.

Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and a prednisone taper was prescribed due to changes in impedances, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Revision surgery is reportedly scheduled.